Manufacturer narrative:
The investigation determined that higher than expected vitros tsh results were obtained from a cap linearity sample, using vitros immunodiagnostics products tsh reagent lot 5550 processed on a vitros 5600 integrated system. The assignable cause for the event could not be determined based on the information provided. The possibility of an unexpected vitros tsh reagent issue or pre-analytical sample handling issue could not be ruled out as a potential contributing factor to the event.

Event description:
The customer obtained higher than expected vitros tsh results from a single college of american pathologists (cap) linearity sample tested on a vitros 5600 integrated system when compared to a the peer mean result for the same sample. Cap sample ln5-13 results of 69.5 and 68.0 miu/l versus expected result of 51.2644 miu/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The higher than expected vitros tsh cap linearity sample results were from non-patient samples and were not reported to the proficiency provider. There was no report that patient samples were affected and no allegation of patient harm as a result of this event. However, the investigation cannot conclude that patient samples were not affected or would not be affected if the event were to recur undetected. (B)(4).